Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio metric identifier had failed and required maintenance. A field service engineer (fse) verified the cable and rebooted, but the issue remained unresolved. The fse replaced the bio ID and reloaded driver for bio ID and rebooted the system to resolve the issue. Additionally, during preventative maintenance, the fse also cleaned the drawer and around back of communication sled and power supply, cleaned the debris from the bottom edge of the back panel and reseated the drawer cable. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio ID failed and the device requested maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.